Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery noticed that upon inserting the lens, one haptic was noted to be almost severed. The lens was removed and replaced with another unspecified lens by using a new cartridge during initial procedure. Procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, the patient issues was resolved without any harm to the patient. In the surgeon¿s opinion, the product quality issues contributed or caused the event. In the surgeon¿s prognosis patient condition was good.

Manufacturer narrative:
Additional information has been provided in b.5.,d.9.,d.10.,e.4., h.3., h.6., and h.11. The lens was returned submerged inside a small plastic specimen jar of clear liquid. The lens was removed and allowed to air dry prior to evaluation. Residue of viscoelastic was observed on the lens. One haptic was broken in the gusset area. The broken haptic was returned. The optic edge was torn and split near the broken haptic. The optic was cracked between the optic center and optic edge on the anterior surface and directly opposite on the posterior surface. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The reported broken haptic damage was observed. Additional optic damage was observed. The root cause cannot be determined for the reported complaint. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (ophthalmic visosurgical device) -filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used in the associated cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).